Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a burnt capacitor (c88) on the aux printed circuit board assembly (pcba). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The issue was found by the srt during customer monitor's configuration setting during final document check. The unit will be repaired in service before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.